Event description:
It was reported the pt's device presented with a motor stall and no recovery. The pump was replaced. The drug in the pump was fentanyl. The concentration and dose were not reported. No symptoms or outcome were reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.